Event description:
It was reported by service report that the bed had no power to the bed when it was plugged in. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power supply board.